Event description:
During an arthroscopic labrum repair on an adult pt, the physician was reportedly utilizing a speedstitch suturing device, needle and cartridge. While attempting to load the suture cartridge it was discovered that the cartridge wings would not lock into the device properly. The physician tried with two other suture cartridges and still the cartridge did not lock in place properly. The procedure was completed with tissue debridement; however the physician stated that the repair quality was compromised. Although no pt complications were reported, the incident resulted in a 45-minute surgical delay.

Manufacturer narrative:
Reference MFR's report(s): 3006524618-2012-00562, 00564, 00565, 00566.